Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user did not receive high glucose alarms while low alerts were received, and the device alarm history showed only low alerts despite documented hyperglycemia; the user experienced a high glucose value of 344 mg/dl for about 3 hours and a low glucose value of 48 mg/dl for about 20 minutes, with insulin delivered on the pump for the high and self-treatment reported for the low, and no external assistance or medical intervention was required. Symptoms included body aches during the hypoglycemic episode, with no other symptoms reported. Outcomes included no hospitalization and no long-term impairment. Investigation included review of alarm history with the user, counseling on high alarm behavior requiring sustained high over 90 minutes, calibration by entering a fingerstick value into the ilet, walkthrough of pause and resume functions, and recommendation to use the bionic circle app for audible alerts, which was not compatible with the user¿s android device. Investigation of this case revealed that the high alert did not trigger despite prolonged hyperglycemia, while low alerts functioned, and user factors such as app incompatibility and potential alert audibility at night were identified; device function for insulin delivery was reported as available. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further information.